Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump came out of the pouch, it was in and sits in a fold in the pt's stomach. The pt was having problems with the ptm due to this. It was also reported that there was a seroma or fluid in the pump pocket site. A pump pocket revision was planned. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.